Event description:
On (B)(6) 2013, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, the patient presented to the emergency room with abdominal pain. CT angiography revealed good proximal and distal wall apposition. However, angiography identified a proximal type I endoleak on the trunk-ipsilateral leg component, and a type ii on the contralateral leg component endoleak originating from the right internal iliac artery. On (B)(6) 2014, a reintervention was performed whereby an aortic extender component was implanted within the trunk-ipsilateral leg component flush to the proximal end of the device. Final imaging showed resolution of the proximal type I endoleak, and the physician elected to monitor the type ii endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Added event description information.

Event description:
On (B)(6) 2014, the patient presented to the emergency room with abdominal pain. CT angiography revealed good proximal and distal wall apposition. However, angiography identified a proximal type I endoleak on the trunk-ipsilateral leg component. It was reported the physician stated the cause of the type I endoleak is unknown. Imaging also showed a type ii endoleak on the contralateral leg component originating from the right internal iliac artery. It was reported the physician stated there was an unknown amount aneurysm enlargement identified as a result of the suspected endoleaks. On (B)(6) 2014, a reintervention was performed whereby an aortic extender component was implanted within the trunk-ipsilateral leg component flush to the proximal end of the device. Final imaging showed resolution of the proximal type I endoleak. On (B)(6) 2014, coil embolization of the right internal iliac artery was performed to treat the type ii endoleak. It was reported the endoleak was resolved at the end of the procedure. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The patient¿s medications include: welchol, xarelto, boniva, synthroid, pantoprazole, vytorin, amlodipine, and gabapentin. Additional device implanted and involved: plc181200/11655031.